Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report.

Event description:
Additional information was received through follow up with the author who indicated that the information was reported through the appropriate channels. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline age of the patients is eight (8) years of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿long-term experience with autocapturew-controlled epicardial pacing in children.¿ europace (2007) 9, 645¿650.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were apparent lead fractures, ¿persistent¿ threshold rises, and an insulation break which caused a loss of capture. The status/location of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.